Manufacturer narrative:
Date of initial report: 02/26/2008. To date the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that at the beginning of a radio frequency ablation procedure and after inserting the needle electrode into the liver, the generator was turned on but it would not activate. The surgeon tried restarting the generator several times but it would not work. The needle electrode was removed and a CT was taken to check if there was any bleeding in the cavity. Not much bleeding was found so a re-operation was not required. The pt is currently under observation, but appears to be okay.